Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-48 (collagen corp). This is the first MDR submitted for the first suspect product. A physician reported a pt who on 31 jan 2000 was skin-tested in the forearm with negative results. In 2000, the pt was treated with two formulations of product in the nasolabial folds and in the glabella. On 30 mar 2000, the pt called to report redness, inflammation and swelling at the glabella (onset date not recorded) for which the physician prescribed a medrol dos pak. On 6 apr 2000, the physician saw the pt, who reported that the symptoms had resolved while pt was on the medrol but afterward had returned intermittently, being worse in the mornings. The pt was told to use topical and/or oral benadryl and ice as needed for symptom relief. The physician diagnosed hypersensitivity.